Event description:
Report received from the USA stating that the device's hose was "pinched off when it was secured to the mayo stand; this captured air flow restrictions and the device to malfunction" during spine surgery. There were no delays reported and another drill was used to complete the procedure. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).